Event description:
It was reported that the patient collapsed and was found without a pulse. CPR was started and the device delivered several shocks. A review of the five shocks delivered showed a series of oversensing, undersensing events, double counting and ineffective shocks. The patient had a return of circulation after resuscitation for one and a half hours. Advice was being requested on suggested sensitivity settings and interpretation of the events. At the time of the inquiry, the patient was in a coma. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient collapsed and was found without a pulse. CPR was started and the device delivered several shocks. A review of the five shocks delivered showed a series of oversensing, undersensing events, double counting and ineffective shocks. The patient had a return of circulation after resuscitation for one and a half hours. Advice was being requested on suggested sensitivity settings and interpretation of the events. At the time of the inquiry, the patient was in a coma. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates oversensing. Of the 49 episodes of non-sustained tachyarrhythmia on (B)(4) 2010, only two episodes are short v-v cycle sensed events of < 220 ms.